Event description:
It was reported that window trial is probably 10 years old. The threads are gone. No delay to surgery or patient. Need new one

Manufacturer narrative:
The event was not confirmed. The root cause could not be determined as no device was received and valid lot code was not provided. Additional information has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.